Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to the customer's blood glucose level. The customer assistance from tandem technical support regarding the issue, therefore no additional information could be obtained.